Event description:
It was reported the patient was presented in emergency room. Upon interrogation, it was discovered that the pacemaker was in backup mode. The pacemaker was successfully restored. There were no patient consequences.